Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision because of subluxation of right hip. The inlay was loose in the cup. Four weeks before revision, the pt slipped on the stairs, but did not fall. During revision it was detected that the cranial fringe inlay was broken off together with the connection pin.